Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI) and the implantable cardioverter defibrillator (ICD) went into backup vvi mode. Backup vvi was restored. The patient was stable.